Manufacturer narrative:
At this time there is no evaluation information available to report. As information is received, it will be reported.

Event description:
It was reported that the cine is not working on the 9600+ system. No report of patient injury.